Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (B)(4) found no anomalies. Product analysis #225712682: analysis information -- (B)(6) 2017 14:07:37 cst pli# 20 product ID# 37714. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing to the #0 and #8 electrodes} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Concomitant medical products: product ID: neu_silicone anchor, product type: accessory. Product ID: neu_silicone anchor, product type: accessory. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 39565-30 serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2017. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation conclusion code 11 applies to lead with serial number (B)(6) . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_silicone anchor, product type: accessory. Product ID: neu_silicone anchor, product type: accessory. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: 977c165, serial# (B)(4), product type: lead.

Event description:
Additional information was received from a manufacturer representative on 2017-06-06 clarifying that the first lead from 2009 had high impedances from normal wear and tear. The second lead that was attempted to be put in that had high impedances was replaced with the lead currently implanted. Device information was provided. No further complications were reported.

Event description:
Additional information was received from the representative (rep) regarding the patient. It was reported that the lead that had contact 5 out was to be returned for analysis. The rep stated that the cause of the high impedances on the original lead was due to overuse, which was a known issue. The cause of the high impedances on the lead that was to be returned was unknown. No further complications were reported.

Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep met with the patient on (B)(6) 2017 to check the implant and found high impedance on the lead. The patient had a revision surgery on (B)(6) 2017 to replace the lead due to the high impedance on electrodes 4, 5, 6 or 3, 4, 5 (the rep wasn¿t sure which it was but it was on the bottom left of the lead). During the revision when the lead was connected to the multi lead trialing cable, the rep noticed that electrode #5 was high. The healthcare professional (hcp) swapped the tails and the 13th electrode became high so the hcp opted to replace the lead and impedances tested fine after. No further complications were reported/are anticipated.